Event description:
The device was being used during a scheduled cardioversion procedure. The defibrillator charged and delivered 2 successive countershocks to the patient. Reportedly, a short period of time later, the device display spontaneously blanked and recovered. The defibrillator was charged again and used to successfully cariovert the patient. The reporter indicated patient outcome was not adversely affected based upon continued device use.